Event description:
Report received of a tubing that broke off into the port of a PICC line. A patient had a PICC line with an unknown solution infusing. At some point during the infusion, it was noted that the male luer had broken off into the port of the patient's PICC line. The tubing piece was removed by a radiologist. There were no reported adverse patient effects.